Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) extension sets with 1.2 micron filters would not prime; further described as, ¿the nurse primed the lipid, the filter chamber did fill up regardless whichever position was being tried¿, however, there wasn't any fluid flowing out of the set, only receding. This was identified while priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : one actual device was received for evaluation enclosed in it¿s original packaging, no other samples were received. A visual inspection revealed that the device presented residual contamination inside the plastic bag. Due to the contamination, no functional testing could be performed. Visual inspection of the actual device did not identify any issues that could have contributed to the reported condition; therefore, the reported condition could not be verified. Retention samples were evaluated. Visual inspection of the retention samples did not identify any issues. The retention samples were functionally tested, which included a gravity test, and no issues were noted. The retention samples met product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.